Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed cracked valve seat diaphragm valve. As per the investigation procedure, observed opening on plug strap side assessed as surgical damage were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13aug2024. Additional, changed, and/or corrected data: h3.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.